Event description:
It was reported that during a neurovascular procedure when the operator attempted to withdraw the subject catheter from the patients vascular anatomy, the subject catheter wire that spirally surrounds the surface of the subject catheter broke from the connection point where it was attached to subject catheter. The broken part of the subject catheter was removed from the patients vascular anatomy through surgical intervention and the patient is reported to be stable. The procedure was terminated. No further information is available.

Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. On visual/microscopic inspection, the catheter shaft was seen to be extremely damage and broken distally. The catheter shaft seen to be extremely stretched. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that medical intervention was performed, and the broken part was removed from the patient's body. It was reported, 'that there were no anomalies with sheath and box before opening. Everything was prepared as described in dfu. Winding on the product was released while the product was inside the patient during the procedure. When the product was withdrawn, a part of this wrapping was left in the patient. Process terminated. Patient was stable after the procedure'. During investigation the catheter shaft was seen to be extremely damaged and broken distally. The catheter shaft seen to be extremely stretched. The as reported can be confirmed based on the analysis and the as reported as well as the as analyzed ¿catheter shaft broken/fractured during use and catheter shaft stretched¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a neurovascular procedure when the operator attempted to withdraw the subject catheter from the patients vascular anatomy, the subject catheter wire that spirally surrounds the surface of the subject catheter broke from the connection point where it was attached to subject catheter. The broken part of the subject catheter was removed from the patients vascular anatomy through surgical intervention and the patient is reported to be stable. The procedure was terminated. No further information is available.